Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to touch when it was charging. Reportedly, the pump was not being charged with a tandem-issued usb cable. The customer reported that no alarms associated with the reported issue had occurred. There was no reported adverse impact to the customer's blood glucose.